Event description:
It was reported that this patient has a (B)(6) implantable pulse generator (ipg) and competitive atrial and right ventricular (rv) leads. Episode review was requested due to suspected rv oversensing and pacing inhibition which was observed after p-waves. The patient was asymptomatic and there was no inhibition greater than two seconds. A (B)(6) technical services consultant reviewed surface electrocardiograms (ECG) which showed a rate of 60 bpm at times with some intermittent non-tracking of p-waves. The consultant agreed with the caller that there could be some oversensing on the rv lead. System evaluation was recommended. The patient's last follow up was three months prior and no issues were reported. Visit notes stated there were episodes of recurrent tachycardia arrhythmia (rta) with double counting from farfield rv lead sensing, with normal rv response, pvarp and post-ventricular pacing blanking prolonged. Review of holter monitor data identified inhibition at approximately 30bpm in addition to high rv threshold measurements. Noise was suspected; however, there are no stored episodes of non-sustained ventricular tachycardia (nsvt). Additionally, noise could not be reproduced during muscle contractions and valsalva maneuvers. The system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).